Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported that the attachment broke off in reamer. No medical intervention and no adverse consequences were reported with this event. There was no patient involvement and no delay to a surgical procedure reported with this event.

Event description:
It was reported that the attachment broke off in reamer. Attempts are being made to obtain additional information from the user facility.